Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no cosmetic damage noted on the insulin pump. No button response due to open connector on the lcd board. The insulin pump was monitored and error alarms noted. The device passed the self test.

Event description:
It is reported that the patient's sensor insulin pump displayed a software error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.